Event description:
It was reported that the procedure was to treat a mildly calcified, concentric and 100% stenosed left anterior descending and left main (lmt) arteries. After pre-dilatation with a non-abbott balloon catheter, a 2.75 x 38 mm and 2.5 x 38 mm xience xpedition stents were implanted in the first diagonal. Intravascular ultrasound (ivus) confirmed that the first row of struts of one of the xience xpedition stents protruded into the lmt. A 3.0 x 12 mm nc traveler balloon catheter was advanced and inflated to 24 atmospheres at the ostium of the lad, when blood was observed in the inflation device. The nc traveler was removed and it was noted that the balloon and inner member were separated at the proximal balloon marker. Angiography revealed the separated portion of the balloon catheter was inside the guiding catheter, stretching into the lmt. A proturn guide wire was advanced and a 2.5 x 15 mm traveler balloon catheter was inflated to 8 atmospheres to capture the separated piece inside the tip of the guiding catheter. The guiding catheter and balloon catheter were pulled back to the radial artery and the sheath was removed; however, the separated balloon was not in the sheath. Angiography confirmed it was in the radial artery near the puncture site. The patient was sent to surgery and a cutdown was made to remove the separated portion. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: nc traveler2.5-15; guide wire: sionblue,fielder fc,gaia 1st,gaia 2nd; guide cath: 6f hyperion jl4.0; stent: xience xpedition 2.5-38,2.75-38. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture and separation were confirmed. Based on visual and sem imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc traveler rx instructions for use (IFU) warns: balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product deficiency.